Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump that has buttons that are hard to press. Customer said it applies to all the buttons. The customer reported no adverse event. The event involved product(s) mmt- 1885. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1885 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the case on the reservoir tube side. The pump was received without a battery cap. After battery installation, the down, middle (enter), left, and right keypad buttons did not work. These keypad button felt flat, i.e., did not feel any cushion underneath them. Unable to perform the self test and unable to upload using thump due to the non-functioning keypad buttons. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. No damage noted to keypad assembly or the keypad traces, and the j1 connector on pcb1 was locked properly during visual inspection. Closer examination of the dome switches of the down, middle (enter), left, and right keypad buttons under a microscope reveal that all of them were either flattened or creased. In summary, the customer¿s report that the keypad buttons are hard to press was confirmed during testing. The flat keypad buttons are due to flattened dome switches. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.